Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. A lead fracture was suspected. No intervention has been performed. The patient was stable and will continue being monitored.